Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure lens found to be faulty (haptic trailing unspecified). There was no patient contact with the device. The surgery was completed with replacement iol.

Manufacturer narrative:
Additional information provided in d.9., h.3, h.6., h.11. The device with the lens was returned. The plunger lock and lens stop have been removed. Viscoelastic was observed in the device. The plunger was oriented incorrectly upon return. The lens was advanced just inside the nozzle entry area. The trailing haptic was folded on the optic. The leading haptic was extended (which is an acceptable position). Based on the reported description "haptic trailing" it appears the plunger was retracted and replaced incorrectly in the device. The plunger was then advanced to the trailing optic edge. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was indicated. The specific trailing haptic issue was not specified. Based on the report "haptic trailing" it appears the plunger was retracted and replaced incorrectly in the device. The plunger was then advanced to the trailing optic edge. Upon return, the plunger was oriented incorrectly. Plungers are inserted with a fixture during manufacture that does not allow incorrect orientation of the plunger. The root cause for the reported complaint may be a failure to follow the instructions for use (IFU). The IFU instructs: do not attempt to retract the plunger after the plunger lock has been removed or plunger damage may result. Retracting the plunger can pull the tabs outside of the barrel and cause the plunger to release from the device. In addition, a non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).